Event description:
It was reported to boston scientific corporation that a rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the brush could not be extended out of the catheter. The device was removed and the procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation findings: brush bent and brush wire broken.

Manufacturer narrative:
(B)(4) the investigation finding: brush wire broke. (B)(4) the investigation finding: brush bent. Visual evaluation of the returned device found that the brush was retracted upon receipt. The working length of the device was kinked in several locations and the catheter was bent approximately 4 cm from the distal end. Functional evaluation found that the brush would not extend. The device handle was disassembled and it was found that the brush wire was broken at the distal end of the handle cannula. The catheter was cut to expose the proximal end of the broken brush wire and brush. The brush was found to be bent. Review and analysis of all available information indicated the most probable root cause for this event was operational/physiological context. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.